Manufacturer narrative:
Explant date: if explanted, give date: not applicable, lens remains implanted. Initial reporter phone number: (B)(6). (B)(4). Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that ring shapes can be seen on the surface of a tecnis toric intraocular lens (iol), model zct400 13.5 diopter, after implantation, but were not visible prior to surgery. The lens will not be returned because it remains implanted. Patient is not experiencing any visual issues and there is no planned explant. Pictures were taken post-operatively by a slit lamp and post-operative care is ongoing. No additional information was provided.

Manufacturer narrative:
Additional information received reports that the implant date was (B)(6) 2017. The following has been updated accordingly: if implanted, give date: (B)(6) 2017. All pertinent information available to abbott medical optics has been submitted.